Manufacturer narrative:
Device not returning

Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to perform automatic pullback. However, it was noted that it could not perform auto pullback and it could not switch with auto and manual. After imaging was performed manually, it became possible to switch to auto pullback. It occurred twice this week and it froze during the first time. No patient complications were reported.